Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The company principal territory manager (ptm) replaced the batteries. As part of preventive maintenance (pm) protocol he installed the 5000 hour pm kit and replaced the missing top cover concealment. He completed the pm with full calibration, functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The initial reporter is a company representative. His contact information is as follows: (B)(6).

Event description:
During preventive maintenance performed by a company principal territory manager it was discovered that the batteries had a short runtime. No patient involvement. No adverse event reported.